Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01165. It was reported one of the patient's leads had migrated due to a recent fall. X-rays confirmed the lead had migrated. As such, the patient underwent surgical intervention wherein one lead was explanted and replaced. Effective therapy resumed post-operative. Please note: it is unknown which of the patient's leads had migrated and was replaced. Therefore, both leads are being reported.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01165.